Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of need to replace bezel. Customer was getting the error stating that unit say vpmr is out of range. Technical support - 1. Check for any mechanical damage and that the administration set is correctly installed. 2. Perform rate calibration. 3. Replace the mechanism. 4. Return the module to the factory. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. Technical support - 1. Check for any mechanical damage and that the administration set is correctly installed. 2. Perform rate calibration. 3. Replace the mechanism. 4. Return the module to the factory. The customer reported problem was not confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
The customer reported they were getting an error stating that the unit's "volume per mechanical revolution (vpmr) is out of range". It was reported there was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device displayed an error stating that the unit's "volume per mechanical revolution (vpmr) is out of range". The device failed calibration. There was no patient involvement.